Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the loading of a intraocular lens, model zlb00, into a cartridge, the surgeon saw something on the lens and decided not to use it. No patient contact was reported. No further information was provided.

Manufacturer narrative:
Product evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection using a microscope at 12x magnification showed that the lens is contaminated. A transparent stain material was present on the lens, most probably from material used during lens preparation or surgery. Dust particles were present and is expected as the lens was transported from controlled environment. The lens was cleaned and inspected again using 12x magnification. No anomalies were found. The lens was prepared for use. The complaint could not be confirmed. The investigation did not indicate any relationship of the complaint with the lens design or manufacturing. Manufacturing record review: the manufacturing records for the lens were reviewed. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data showed that the lens was within power specification; and the lens met the specified cosmetic requirements. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. A search on complaints revealed one other complaint for this production order; however, there was no relationship between the complaints. The documentation showed that the lens was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use, (dfu) was reviewed. The dfu adequately provides instructions, precautions and warnings for the proper use and handling of the intraocular lenses. The dfu specifies to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. All pertinent information available to abbott medical optics has been submitted.